Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determined an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet. Thisis a final report.

Event description:
The user was experiencing sound fluctuations with the device when chewing or moving his head. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was experiencing sound fluctuations with the device when chewing or moving his head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determined an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user was experiencing sound fluctuations with the device when chewing or moving his head. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user was experiencing sound fluctuations with the device when chewing or moving his head. The user has been re-implanted.